Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm was found in the logs. The flow sensors were recommended for proactive replacement.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The unit was restarted and then ventilation could continue. There was no report of patient injury.